Manufacturer narrative:
Following the replacement of the da-mc cable the issue was not resolved. During evaluation, the customer informed the manufacturer's field service engineer that reported problem (vent inop condition) only happened after the customer removed the motor controller pcba to install a user interface assy.

Manufacturer narrative:
The u16 leads 2 and 10 internal short on the power management pcba and u28 leads 2 and 10 internal short on the motor controller pcba created the 1007 error code vent inop. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported the device vent inop; pressure sensors failed. No patient harm reported. Patient information was requested.